Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal misfired and did not deploy. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the deployment tube of the delivery device was retracted from the window of the loader component. The seal, anchor tab, and tension spring assembly remained in the loader and was completely outside of the deployment tube. The green slide lock and white plunger were not activated (not deployed) on the delivery device. This is an indication that the user never actually attempted to deploy the seal in the aorta. The reported failure was confirmed for seal misfired and failed to deploy because the seal was not loaded properly. A lot history record review cannot be performed because the lot number was not provided by the hospital.